Event description:
Patient reported capsular contracture baker grade unknown. Healthcare professional later reported left side capsular contracture baker grade iii. Healthcare professional later reported rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, g2, h3, h6, h11.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2020-02084. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Patient reported capsular contracture baker grade unknown. Healthcare professional later reported left side capsular contracture baker grade iii. Healthcare professional later reported rupture. Device was explanted.